Event description:
On (B)(6) 2012, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an issue with his one touch ping meter. The complaint was classified based on the conversation between the patient and the customer service representative (csr) because the medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The mss reviewed the call to obtain and verify information. The patient reported that the alleged issue with the subject meter may have started on an unspecified day of (B)(6) 2011. He reported on (B)(6) 2012 at 2:59pm and 3 pm, he obtained glucose results of "133 and 41 mg/dl" on the subject meter, done 1 minute apart of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient stated that he manages his diabetes with novolog insulin (pump therapy) and due to the alleged issue on (B)(6) 2012, at 3:05pm, he continued taking his usual dose of medication. It is unknown what kind of results the patient had been obtaining prior to the alleged issue. The patient claimed 1 minute before the alleged issue started he felt weak and was perspiring. In response to his symptom, on (B)(6) 2012, at 3:05 pm, he reportedly self treated with apple juice. There was not another device available at the time of the concern. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter, an appropriate testing technique and an approved sample site. It was also noted that the patient did not have the meter or strips available to send back for investigation. Replacement products were sent to the patient. Although the patient self treated, there is no indication that the reported issue caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. Therefore, the meter did not contribute to the patient's symptoms. In addition, the treatment received correlated with one of the results the patient had previously obtained with the subject meter and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) is not expecting the meter or test strips back for investigation because it was noted that the patient no longer has either item.the 510(k) # is k082590.